Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had an out of range impedance measurement. Noise oversensing with pacing inhibition greater than 2 seconds was observed on the rv lead. While undersensing and noise was observed on the ra lead. Both leads were subsequently abandoned surgically. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.